Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304-2022-00025. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp)using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a perforation. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure. The patient was an 86-year-old male weighing 155 pounds with a history of billroth ii surgical anatomy undergoing an endoscopic retrograde cholangiopancreatography (ercp) for the indication of choledocholithiasis. The perforation occurred as the duodenoscope was advanced through the biliary limb to the ampulla. The patient required the placement of an ovesco otsc (surgical clip), and percutaneous cholecystostomy tube placement for choledocholithiasis management. The patient is now fully recovered from the perforation. The billroth ii surgical anatomy presented challenges that could have contributed to the perforation. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No endotherapy device was used during the procedure. The ovesco otsc clip ovesco ots system set was used after the complication as intervention. The clip did not malfunction. No images of the distal cover can be provided. The distal cover was discarded by the facility and can not be returned for evaluation.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: precautions: take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: - only apply suction when the endoscope is stationary. - after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated. The definitive cause of the reported event could not be established. Considerations: according to investigation, the following information was provided. - the billroth ii surgical anatomy could have contributed to the perforation. - there were no abnormalities in the appearance of the device or the distal cover before or after the procedure. Meanwhile, clear cause of the event was not reported. Moreover, as shown in mechanism I) in investigation result 4, it was found out in CAPA that even if there is no problem with the device or the distal cover, there is a possibility that mucosal injury may occur due to suction operation by user. Therefore, user handling of the device as well as the billroth ii surgical anatomy of the patient may have caused the event. Also, when user operates suction while distal end opening space was near the surface of mucosa, it causes the mucosa sucked into distal cover. However, based on previous investigations, it was found out that the mucosa is maintained in a sucked state for several seconds after suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if scope is withdrawn immediately after suction operation is stopped.